Event description:
It was reported that the patient went into septic shock due to an infection at an external hematoma. It was also mentioned that the ipg was coming out. The patient was placed on vancomycin, amoxicillin, and a variety of other antibiotics. The patient underwent a spinal cord stimulator (scs) explant procedure. The patient was doing well post operatively and the explanted devices were kept by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(6); batch: 7095532/7095801.